Event description:
Following a roux-en y gastric bypass procedure, the pt returned to the o.r., at which time active bleeding from the divided mesentery was observed. There were no add'l pt consequences reported.